Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all the functional testing including displacement, prime, basic occlusion, occlusion, and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was found. Units in reservoir matched properly with status screen. Unit had scratched display window.